Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The blood glucose reading was 400 mg/dl. The current blood glucose level was 214 mg/dl. It was unknown if the insulin pump was on auto mode. Caller declined to troubleshoot. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.